Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented post-implant with ra loss of capture and loss of sensing. A chest x-ray showed lead dislodgment. Programming changes were made to prevent pacemaker syndrome. The lead was reposition. The patient was stable and will be followed normally.